Event description:
It has been reported to us that during the procedure the patient suffered cardiac arrest. The guide catheter was inserted into the patient and advanced into the lesion. The physician inserted a guide wire through the guide catheter and crossed the lesion. The physician inserted an ivus catheter however, felt resistance during the advancement of the device. The physician continued the case and was able to perform intervention on the vessel. The physician removed the ivus catheter and then inserted a stent delivery catheter and again felt resistance with the guide catheter. The physician continued the case placing stents and dilatation balloon; however still feeling resistance inside the guide catheter. The physician during the last stent placement, the stent system became lodged inside the guide catheter resulting in all devices having to be removed together. At this time the patient's blood pressure decreased and the patient suffered cardiac arrest. The physician performed cardiac massage and a balloon pump was inserted into the patient and intubation was performed and then the patient's blood pressure stabilized. The physician continued the case with another device to complete the procedure. The patient is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.